Manufacturer narrative:
The samples were spun at 3075 rpm for 8 minutes. The tube manufacturer is starstedt and the sample type is serum. The sample is not centrifuged before repeating. A siemens field service engineer (fse) was sent to the customer site. The field service engineer (fse) performed alignments, cleaning, checked dispensing, replaced the reagent probe, and rebooted instrument. The quality control (qc) for all assays was run and the qc results for all assays were in range. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). The customer is now using cov2t reagent lot 001. Siemens healthcare diagnostics is investigating.

Event description:
Customer obtained a reactive (positive) atellica im sars-cov-2 total (cov2t) result for a patient that was considered discordant with the nonreactive (negative) result from a previous sample. The patient sample was repeated, and the result was nonreactive (negative). Another sample from the same patient was tested and the result was nonreactive (negative). There are no known reports of patient intervention or adverse health consequences due to the reactive atellica im cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00521 on november 17, 2020. November 30, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.